Event description:
Dealer called in and stated he is getting a control fault. Dealer stated the end user alleges he was stuck on the side of the curb and had to wait for assistance. Dealer stated there were no injuries.